Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records provided, prior to the index procedure, the patient was admitted to the hospital with diabetic ketoacidosis (dka). There was difficulty getting an IV site established and the IV was placed in the foot. The patient later developed a swollen leg with deep vein thrombosis (dvt) and was placed on heparin therapy, then switched to coumadin and sent home. The patient was then referred for a vascular consultation for consideration of placement of a vena caval filter because of left lower extremity dvt, the patient¿s young age and the desirability of not giving coumadin long term. The patient¿s medical records included juvenile-onset insulin-dependent diabetes mellitus and hypertension. Approximately seven years post implant, the patient complaint of chest pain, and a computed tomography (CT) angiogram revealed evidence of right lower lobe pulmonary embolus, enlarged mediastinal lymph nodes with the largest measuring 1.6 cm and mild cardiomegaly with small pericardial effusion. Seven months later, the patient was admitted to the hospital and evaluated by internal medicine services. The admission diagnoses included nausea and vomiting, probable secondary to viral gastroenteritis; diarrhea; acute kidney failure on chronic kidney disease; mild leukocytosis; anemia of chronic disease; hypomagnesemia; abdominal pain, in addition to end stage renal disease (on hemodialysis); diabetes mellitus type 2, insulin dependent; chronic pancreatitis; diabetic neuropathy; peripheral vascular disease status post inferior vena cava filter placement; history of deep venous thrombosis status post inferior vena cava placement; history of bipolar disorder; obesity and gastroesophageal reflux disease. No other details were provided. Approximately eight years and nine months post implantation, the patient had symptoms of abdominal pain. A single portable supine view of the abdomen was obtained. There was a non-specific bowel gas pattern. An infusion pump catheter was seen traversing across the left abdomen, along with an ivc filter projecting to the right of the mid lumbar spine. An acute abdomen series was completed due to pain approximately nine years and ten months after the filter was implanted, revealing the chest stable with a left infusion catheter noted and cardiomegaly. Large 12 cm air collection in the pelvis suggesting air filled distended bladder with air possibly in the wall of the bladder or adjacent soft tissues. Consider severe cystitis. Left infusion catheter curled in the l1-l2 level; right ivc filter evident at l2-l3. Surgical clips seen in the right upper abdomen. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and eight months post implantation. The patient reports fracture of the ivc filter with the fractured struts retained in the body, in addition to perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, blood clots, clotting and or occlusion of the ivc, post implant deep vein thrombosis, post implant pulmonary embolism and ivc filter projecting to the right of the mid lumbar spine at l2-l3. The patient further reports suffering from psychological injuries or mental anguish related to the filter, constant fear of additional filter damage and came close to losing life twice due to blood clots in the lungs which the filter failed to prevent.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history included iddm, bipolar disorder, chronic renal disease, peripheral vascular disease, obesity and diabetic ketoacidosis (dka) complicated by deep vein thrombosis (dvt) secondary to IV placement in the foot. Anticoagulation was started and the patient discharged. Per a vascular consultation, a filter was successfully implanted. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). Approximately seven years post implant, the patient had chest pain, CT angiogram revealed right lower lobe pe, enlarged mediastinal lymph nodes and mild cardiomegaly with small pericardial effusion. Seven months later, the patient was admitted for viral gastroenteritis, diarrhea and acute on chronic end stage kidney disease. Approximately eight years and nine months post implant, the patient had abdominal pain. Imaging noted an infusion pump catheter along with an ivc filter projecting to the right of the mid lumbar spine. Approximately nine years and ten months after implant, imaging revealed a left infusion catheter and cardiomegaly. A large 12 cm air collection in the pelvis suggesting an air filled bladder, suggesting cystitis. The ivc filter was evident at l2-l3. Per the patient profile form (ppf), the patient reports fracture of the ivc filter with the fractured struts retained in the body, in addition to perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, blood clots, clotting and or occlusion of the ivc, post implant deep vein thrombosis, post implant pulmonary embolism and ivc filter projecting to the right of the mid lumbar spine at l2-l3. The patient further reports fear and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, chest pain and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient developed a post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the medical records provided, prior to the index procedure, the patient was admitted to the hospital with diabetic ketoacidosis (dka). There was difficulty getting an IV site established and the IV was placed in the foot. The patient later developed a swollen leg with deep vein thrombosis (dvt) and was placed on heparin therapy, then switched to coumadin and sent home. The patient was then referred for a vascular consultation for consideration of placement of a vena caval filter because of left lower extremity dvt, the patient¿s young age and the desirability of not giving coumadin long term. The patient¿s medical records included juvenile-onset insulin-dependent diabetes mellitus and hypertension. Per the implant record, using fluoroscopy, the right jugular vein was accessed for the vena cava filter insertion. The patient post-operative condition was satisfactory. Approximately seven years post implant, the patient complaint of chest pain, and a computed tomography (CT) angiogram revealed evidence of right lower lobe pulmonary embolus, enlarged mediastinal lymph nodes with the largest measuring 1.6 cm and mild cardiomegaly with small pericardial effusion. Seven months later, the patient was admitted to the hospital and evaluated by internal medicine services. The admission diagnoses included nausea and vomiting, probable secondary to viral gastroenteritis; diarrhea; acute kidney failure on chronic kidney disease; mild leukocytosis; anemia of chronic disease; hypomagnesemia; abdominal pain, in addition to end stage renal disease (on hemodialysis); diabetes mellitus type 2, insulin dependent; chronic pancreatitis; diabetic neuropathy; peripheral vascular disease status post inferior vena cava filter placement; history of deep venous thrombosis status post inferior vena cava placement; history of bipolar disorder; obesity and gastroesophageal reflux disease. No other details were provided. Approximately eight years and nine months post implantation, the patient had symptoms of abdominal pain. A single portable supine view of the abdomen was obtained. There was a non-specific bowel gas pattern. An infusion pump catheter was seen traversing across the left abdomen, along with an ivc filter projecting to the right of the mid lumbar spine. An acute abdomen series was completed due to pain approximately nine years and ten months after the filter was implanted, revealing the chest stable with a left infusion catheter noted and cardiomegaly. Large 12 cm air collection in the pelvis suggesting air filled distended bladder with air possibly in the wall of the bladder or adjacent soft tissues. Consider severe cystitis. Left infusion catheter curled in the l1-l2 level; right ivc filter evident at l2-l3. Surgical clips seen in the right upper abdomen. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and eight months post implantation. The patient reports fracture of the ivc filter with the fractured struts retained in the body, in addition to perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, blood clots, clotting and or occlusion of the ivc, post implant deep vein thrombosis, post implant pulmonary embolism and ivc filter projecting to the right of the mid lumbar spine at l2-l3. The patient further reports suffering from psychological injuries or mental anguish related to the filter, constant fear of additional filter damage and came close to losing life twice due to blood clots in the lungs which the filter failed to prevent.

Event description:
According to the operative report details, the patient had a history of deep venous thrombosis (dvt) with relative contraindication to anticoagulation. Using a right retrograde femoral venous approach and fluoroscopic guidance, the cordis trapease vena cava filter was inserted below the right renal vein and deployed successfully without any complications. A contrast venogram was repeated to check the vena cava and the location of the filter, and it was satisfactory. The patient had no systemic complications or any other vascular complications. The patient did well and was sent to intensive care unit (ICU) for observation overnight.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history included iddm, bipolar disorder, chronic renal disease, peripheral vascular disease, obesity and diabetic ketoacidosis (dka) complicated by deep vein thrombosis (dvt) secondary to IV placement in the foot. Anticoagulation was started and the patient discharged. Per a vascular consultation, the cordis trapease vena cava filter was inserted below the right renal vein and deployed successfully without any complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to post implant deep vein thrombosis (dvt) and pulmonary embolism (pe). Approximately seven years post implant, the patient had chest pain, CT angiogram revealed right lower lobe pe, enlarged mediastinal lymph nodes and mild cardiomegaly with small pericardial effusion. Seven months later, the patient was admitted for viral gastroenteritis, diarrhea and acute on chronic end stage kidney disease. Approximately eight years and nine months post implant, the patient had abdominal pain. Imaging noted an infusion pump catheter along with an ivc filter projecting to the right of the mid lumbar spine. Approximately nine years and ten months after implant, imaging revealed a left infusion catheter and cardiomegaly. A large 12 cm air collection in the pelvis suggesting an air filled bladder, suggesting cystitis. The ivc filter was evident at l2-l3. Per the patient profile form (ppf), the patient reports fracture of the ivc filter with the fractured struts retained in the body, in addition to perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, blood clots, clotting and or occlusion of the ivc, post implant deep vein thrombosis, post implant pulmonary embolism and ivc filter projecting to the right of the mid lumbar spine at l2-l3. The patient further reports fear and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, chest pain and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.